Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. No further details given. The insulin pump is in warranty and will be returned for analysis, and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a button error alarm, and had unresponsive bolus express, esc and act buttons due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.